Event description:
It was reported that a high pressure alarm while priming. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model number, serial number, expiration date, catalog number, lot number, UDI number, and protocol number are unknown. No product information has been provided to date.